Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his blood glucose went down to 23 mg/dl, so he treated with glucose tabs and his blood glucose increased to 85 mg/dl. His current blood glucose was 81 mg/dl. The customer was advised on how to properly calculate boluses and on how the pump tracks active insulin. No products were returned or replaced.